Event description:
Additional information was received from a patient. It was reported the patient had a loss or change of therapy; the patient stated they had an increase in frequency, was hurting, and noted they felt hot down there and had gotten better sleep with the implant. They had difficulty using the patient programmer (pp), mentioned it kept beeping, but was able to successfully change the settings to program #3 at 1.4, resolving the issue. The patient stated their butt was sore from the first procedure, but it had healed up well, and they were going to a pain clinic for it. They mentioned that during the first procedure a needle was stuck in their right hand by the nurse, which hurt, and after they had woken up it had blown - it was half as big as an egg and purple. The patient had also woken up with a black eye. The patient later caller back on (B)(6) 2016 and stated it had not been resolved yet as the device was "giving them hell", it was burning them up, it was burning across their bladder and they were also way too hot, especially in the bladder area. They could not sleep because they were so hot and under their breast they had hot flashes but it was worse. They had tried the stimulation lower/higher and it made no difference, so the patient turned the implant off and was to follow up with the healthcare provider (hcp).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was painful stimulation and "burning" was used to describe the uncomfortable stimulation. The patient programmer (pp) confirmed therapy was on. The patient decreased stimulation and now it felt more comfortable. The patient was going to follow up with the healthcare professional (hcp). She was going to schedule a post-surgical follow-up appointment. The locations of the symptoms were in the vaginal area and back. The issue started yesterday, (B)(6) 2016. The patient later reported that the stimulation felt hot, zappy, itchy, twitchy, and burning, and she did not know how to turn it down. The patient was upset and had a difficult time at first connecting and decreasing stimulation. It was real sore back there and the implantable neurostimulator (ins) pocket felt hot, but not feeling as hot as it had been. It also felt watery and puffy under there. It felt hot across her bladder. After several attempts, the patient was successful in decreasing stimulation from 2.0 to 1.5 and she felt better. She had an appointment with her hcp tomorrow to resolve symptoms of stimulation too high and pocket feeling hot. It was noted that the patient was trained under anesthesia. The issues started a couple of days ago. It was noted that prior to getting the device, she had 15-16 urinary tract infections (uti) in 3 years and her urethra was burning. Prior to her device she had 2 mesh surgeries and was on many antibiotics, and had been going to physical therapy for her bladder. She also had lidocaine treatment for incontinence and retention. After surgery she developed a cough. [Red incision during trial issue captured in (B)(4)].

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the circumstances that led to the reported issue were that the program was changed, and they got better sensation on program 4 at 1.2. The steps taken to resolve the reported issue were the urine was check and was negative for infection. They would take¿ a70¿ for burning as insurance wouldn't cover uroblue. The implant incision was healing well and cosmetic. It was also stated that the patient was given exparel, long acting bupivacaine, for analgesia at the time of the incision and was given narcotics afterwards.